Manufacturer narrative:
Argus case (B)(4).

Event description:
He put the tablet in his mouth and swallowed it [accidental device ingestion]. The product´s expiration date was the end of last year [expired device used]. With the coronavirus [corona virus infection]. With the coronavirus [coronavirus test positive]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) old male patient who received denture cleanser (corega tabs whitening) tablet (batch number mi29172438, expiry date 31st december 2019) for product used for unknown indication. On an unknown date, the patient started corega tabs whitening. On an unknown date, an unknown time after starting corega tabs whitening, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and expired device used. The action taken with corega tabs whitening was unknown. On an unknown date, the outcome of the accidental device ingestion and expired device used were unknown. It was unknown if the reporter considered the accidental device ingestion and expired device used to be related to corega tabs whitening. Additional details, the patient put the tablet in a glass of water and when it is dissolved, put the denture in the glass. He had put the tablet in his mouth and swallowed it. The patient was with the coronavirus. The reporter had visual problems and could not see if the end of the batch no was 38 or 28. When she was giving the product details, she realized that it had expired. The patient hadn´t gone to the doctor and he had no discomfort. Reporter stated that she didn't know whom to call, she was going to check for a poisoning center number.